Manufacturer narrative:
Date of report: 06/10/2021. Customer phone number: (B)(6).

Event description:
The customer reported that battery is malfunctioning. The customer confirmed the reported issue. The diagnostic error code read " battery failed". The customer replaced the battery with a new one. The unit was tested and it was returned to service. The device was in clinical use; no patient harm.

Manufacturer narrative:
B4: 22sep2021. The device was in clinical use; the patient was transferred to another ventilator. No medical intervention required during transfer. No patient harm was reported.